Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead provocation testing was performed and the event was reproducible. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. Clavicular crush related lead damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging or during the explant procedure.

Manufacturer narrative:
The reported events of lead sensing noise and clavicular crush related lead damage were not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspections of the lead revealed no anomalies.